Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 400 mg/dl. The customer had a steroid shot. Customer changed infusion set and gave an injection. The customer's blood glucose started to go down. The customer is still not able to see things which means steroid is still not working. The customer the every time she has had eye procedure sensor glucose goes up.